Event description:
I had lasik eye surgery two years ago and ended up with severe chronic dry eye, as well as, corneal neuralgia. I've tried multiple treatments, none of which made much of a difference. I tried punctal plugs, steroid eye drops, every over the counter drop you can name, prokera lens, regener eye drops, fish oil supplements, ipl light therapy, lipiflow, and scleral lenses. I am an rn and went on medical leave due to these complications. Lasik has basically ruined my life. FDA safety report ID# (B)(4).